Manufacturer narrative:
The device was not returned for analysis, therefore no technical investigation of the stent or the delivery system could be performed. The manufacturing history of the product detailed above was reviewed to determine whether there was any deviation that could account for this event. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations no manufacturing or material related root cause could be identified.

Event description:
The orsiro drug-eluting stent system could not pass the calcified and tortuous lesion in the rca.